Manufacturer narrative:
Section d10: concomitant products: equinoxe, humeral head short, 47mm (beta) (cat# 310-01-47 / serial# (B)(6)); equinoxe replicator plate 1.5mm o/s (cat# 300-10-15 / serial# (B)(6)); equinox square torque define screw drive kit (cat# 300-20-02 / serial# (B)(6)); equinoxe cage glenoid m, post aug, left (cat# 314-13-23 / serial# (B)(6)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately eight months post initial left tsa, the 68 y/o male patient had a revision due to infection. Patient was revised into a reverse shoulder. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain photos or x-rays. The devices are not available for evaluation as they were disposed at the hospital. No other patient information/medical history reported.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: h6, d10. The following sections were corrected: d1, d2a, d2b, d4, g4, h4, h6, h11. D10: equinoxe, humeral head short, 47mm (beta) (cat# 310-01-47 / serial# (B)(6), equinoxe replicator plate 1.5mm o/s (cat# 300-10-15 / serial# (B)(6), equinox square torque define screw drive kit (cat# 300-20-02 / serial# (B)(6), equinoxe cage glenoid m, post aug, left (cat# 314-13-23 / serial# (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, may have resulted from an underlying patient condition and/or the surgical procedure. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.